Event description:
This complaint relates to the female patient that expired.

Manufacturer narrative:
(B)(4)

Event description:
It was reported the device was attempted but not used due to oversensing and pacing pauses. No patient complications were reported as a result of this event.

Manufacturer narrative:
(B) (4). Correspondence was sent to the facility requesting information related to the primary and secondary causes of death, and if an autopsy was performed. The facility nurse coordinator indicates, there is no additional information available related to this event.

Manufacturer narrative:
(B) (4). The homechoice (B) (4) was evaluated by the product analysis lab (pal) for the reported difficulty of home patient passed away. Pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty. The device was determined to meet performance specification requirements per rite testing. The device passed the homechoice rite functional test and the homechoice rite electrical test. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty.

Event description:
The facility biomedical technician call the baxter technical service center stating, he had two homechoice (hc) devices that had been used by two different patients. Both patients had coded and one patient expired. The biomedical technician requested that the device be picked and sent to baxter for evaluation. The biomedical technician requested a customer letter with the evaluation results. This complaint will be for patient one using the hc device (B) (4). This complaint is for the patient who coded and expired.